Manufacturer narrative:
Low output syndrome, cardiac arrest. Device not returned.

Event description:
It was reported that the patient has expired, after an implant duration of one day, due to low-output syndrome and to cardiac arrest. It is unknown if the death was device related. It was additionally reported that a second device, model #4900, was implanted. Refer to MFR #6000002-2008-08495. No further details were provided.